Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2tdhu, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient said they'd been reading through the side effects and about lead migration last night and they were thinking more and more that the issue was with a migrated lead wire; that there was something going on with the lead wire.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient reported they were having significant symptoms that they'd never had before. The patient stated they had pain going down both sides of their legs, muscle weakness where they couldn't walk without pain. Patient services reviewed device description/function with the patient as well as general considerations about compatibility for various activities. Patient services asked the patient if they'd had any falls or traumas that could have led to the issue and the patient stated no, but that starting in around (B)(6) 2025, "without going into too much history" they stated they started having some issues with constipation and developed a rectal fissure, they had some incontinence issues, their bladder dropped. The patient stated they were physically fit and they'd been doing chair yoga and stretching and they were in a physical therapy arthritis class and they didn't know if that had done anything to it either, not anything strenuous but they did think what they had been doing was repetitious. The patient said they would say that in the past 4-6 weeks the pain and weakness had been more acute. The patient then said that yesterday, ((B)(6) 2025), they had two shocks occur from the implant site so they thought they'd monitor things to see if it happened again and it didn't happen again but they'd decided to turn the therapy off entirely last night. Patient said with the therapy off, the pain down their legs was pretty much gone but the weakness in both legs was still present. Patient said there were multiple things happening and they wanted to know if the symptoms could be resolved by using the external programmer to change the settings. The patient said they used to have a rep they would call if they had a question but the patient was currently out of town and didn't have the rep's contact information so they'd wondered if they could get the rep's contact information. Patient said they'd also left a message for their healthcare provider's clinical staff about their symptoms and noted that their healthcare provider was a rectal surgeon. Patient said they wanted to have the system looked at because they were worried about nerve da mage if they waited too long. Patient services reviewed the role of the representative and patient services with the patient and redirected the patient to follow up with their managing health care provider to further address the issue and potentially do imaging scans but also reviewed the patient could consider going to the ER to have the device checked if the issue worsened in the meantime. Patient said they were going to wait for their hcp to call them back and noted they would seek help if things got worse. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.